Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? - subcuticular layer of port sites and abdominal incision. Was additional dissection required in other organs/tissues other than the target tissue? No, broken suture was removed from subcuticular layer and new non-plus monocryl was obtained. Was there any change in the patient¿s post operative care due to the prolonged procedure? - no. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. Related events captured via 2210968-2023-04160.

Event description:
It was reported that a patient underwent a robotic sigmoidectomy procedure on (B)(6)2023 and suture was used. While closing the subcuticular layer, several strands of suture broke while suturing port sites and abdominal incision. Breakage observed by rep. The surgery was delayed by five minutes. The surgery was completed without patient consequences. Additional information was requested.